Event description:
MFR recalled cup inserts for a suspected specification variance. The device has not been sold or marketed in the us since 12/94. Twelve (12) components existed in the us as follows: 4 at co and 8 at a hosp on long term loan. All components were recovered and quarantined awaiting further instructions from MFR. All devices will be destroyed following inspection.